Event description:
Caller reports their pump screen is dark/won¿t turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted customer with troubleshooting steps which did not resolve the issue. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.